Manufacturer narrative:
Correction:additional manufacturer narrative:an incorrect serial number was initially reported for this device. The device history record (DHR) review was completed on 09/03/2009, and there was no nonconformance found related to this event.

Manufacturer narrative:
Called on 09/03/2009 to the laboratory. They did not know if they had the device and would call back with the status. Received call from pathology that the device was sent to their lab, but they received it in pieces and they requested that we complete a release for their chain of custody records. She would email this form to edwards. 09/03/2009 received email from pathology with an apology that both devices for this patient had been destroyed since the explant happened back about 5 months. They hold items for 30 days only. Therefore, it has been determined that this device is unavailable for return and evaluation. The pathology report previously referenced refers to a second device implanted for this patient. No customer letter is required.h11. Corrected data.b6. Correct date in narrative to read (04/09/2009). Was 09/04/2009:b6. Per the pathology report: (04/09/2009) - gross description: the specimen, labelled " tricuspid valve", consists of four fragments which are partly curved and represent portions of an annuloplasty ring. These range in size from 1.6 to a maximum of 2.1 cm in length (circumferentially), with a maximum width of 0.5cm. There are embedded blue sutures as well as areas of grey-white neoendocardial lining in places. Representative samples of the soft tissue are submitted.microscopic examination: sections show dense fibrous connective tissue with focal embedded particles of refractile foreign material and the presence of surrounding foreign body-type multinucleated cells.diagnosis: portions of explanted annuloplasty ring, tricuspid valve: areas of dense fibrous neoendocardial tissue lining with foci of foreign body-type inflamation.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information, the operative report, and the pathology report was received. A device history record review is currently in process. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of approximately 114.83 months, due to a sizing issue. Per the operative report, "the tricuspid valve opening still seemed to be quite large, particularly along the septal leaflet. I felt that my previous annuloplasty did not cinch it down sufficiently and since our crossclamp time was still reasonable I felt that it would be worthwhile removing the ring and putting a tighter one in."